Event description:
Surgeon observed a scoring on the surface of the device. While performing an "acl" procedure the scored pin broke during insertion. The pin could not be removed by the surgeon and remains fixed in the joint. Pins from subsequent lot 395952 were investigated and found to meet specification. No procedural delay or pt injury was reported.